Event description:
It was reported that balloon rupture occurred. The 79% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. Following pre-dilation using a 2.0x20mm maverick balloon catheter, a 3.5x24mm synergy drug-eluting stent was deployed. A 3.50mm x 12mm nc emerge balloon catheter was used for post-dilatation; however, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 10mm long tear starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 79% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. Following pre-dilation using a 2.0x20mm maverick balloon catheter, a 3.5x24mm synergy drug-eluting stent was deployed. A 3.50mm x 12mm nc emerge balloon catheter was used for post-dilatation; however, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.